Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of coil wires. The reported impact may have contributed. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.